Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on both the terminal pin and terminal ring as expected. There was a cut in the insulation approximately 20 cm from the terminal pin, most likely caused during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead passed electrical continuity testing; however, it did not pass the pressure testing due to the cut in the insulation. Laboratory testing was unable to reproduce the reported clinical observations of abnormal measurements and oversensing while the lead was implanted. The cut in the outer insulation most likely occurred during the explant procedure.

Manufacturer narrative:
(B)(4). Both leads are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal patient follow-up, this right ventricular (rv) lead presented with pacing impedance measurements below 100 ohms. In addition, there was noise on the rv lead that resulted in oversensing and pacing inhibition. Also found during the follow up was that the right atrial (ra) lead presented with abnormal sensing measurements and noise that was being oversensed. An insulation issue was suspected with the ra lead. A revision was performed and the rv lead was explanted and successfully replaced. Attempts were made to reposition the ra lead but were not successful so the ra lead was also explanted. No additional adverse patient effects were reported. The pacemaker remains implanted and was reprogrammed to vvi pacing.